Event description:
It was reported that the patient presented for routine generator change procedure. The implantable cardioverter defibrillator could not be interrogated. It was noted that the patient received a vibratory alert back in 2018; however, it was not brought into clinic to check the reason. During the procedure, the physician noted a bulge in the device can. The device was explanted and replaced. The patient was fine before, during, and after the replacement and will continue to be followed-up normally.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.